Event description:
Customer reported the nurse found that the analgesic drug was leaking from the tubing. On closer inspection, found that the y-port female luer was cracked. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.